Manufacturer narrative:
Subject device remains implanted.

Event description:
It was reported that a patient was successfully treated for a 85% stenosis in the mid basilar artery with the stent (subject device). At the nine month follow-up angiography, the patient presented neurologically intact. However, a unique lesion described as a de novo mild basilar aneurysm adjacent to the proximal tines of the stent (subject device) was identified. The patient subsequently underwent stent-assisted coil embolization of the aneurysm. The patient tolerated the procedure well and was discharged home the following day neurologically intact. According to the physician, it is difficult to definitively determine the cause of the lesion. On follow up images, it appeared that there had been migration of the stent.

Manufacturer narrative:
A review of the device history record could not be performed because the lot number was not reported. The subject device is not available; therefore, functional testing as well as physical analysis cannot be performed. However, pseudoaneurysm is a known risk associated with endovascular procedures and are noted as such in the device directions for use (dfu). Therefore, an assignable cause of anticipated procedural complications has been assigned to the pseudoaneurysm event. Review and analysis of all available information failed to indicate an assignable cause or probable assignable cause for the reported stent dislodged/migrated.

Event description:
It was reported that a patient was successfully treated for a 85% stenosis in the mid basilar artery with the stent (subject device). At the nine month follow-up angiography, the patient presented neurologically intact. However, a unique lesion described as a de novo mild basilar aneurysm adjacent to the proximal tines of the stent (subject device) was identified. The patient subsequently underwent stent-assisted coil embolization of the aneurysm. The patient tolerated the procedure well and was discharged home the following day neurologically intact. According to the physician, it is difficult to definitively determine the cause of the lesion. On follow up images, it appeared that there had been migration of the stent.